Event description:
It was reported that the flex deflectable videoscope displayed a green image. The issue was found during reprocessing. There was no patient involvement or patient injury reported.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.